Event description:
It was reported that, following a primary tka surgery performed on (B)(6) 2023 and a first revision surgery on (B)(6) 2024 (reference: 1020279-2024-00479), the patient was scheduled for a second revision surgery due to an unspecified reason. The procedure was planned for on (B)(6) 2025 and involved the removal of all implants, including a jrny ii isrt xlpe dd rt sz 1-2 11mm, gen ii 7.5mm resur pat 29mm, jrny ii cr fem ox np rt sz 2, and journey tibia base np rt sz 2. At this time, no further details regarding the scheduled surgery or the patient's current health status are available.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.